Event description:
It was reported that 2 pen ndl 32g 4mm pro 14 bag 700 case jpx experienced device damage/deformation while still considered operable. The following information was provided by the initial reporter: the customer reports that when removing the label, he/she found the needle npe was shorter and could not attach it to the pen.

Manufacturer narrative:
H.6. Investigation: one open 32g x 4mm pen needle sample and two photos were returned from an unknown lot. No., cat. No. 320559. Visual examination was carried out on the returned sample and photos and a broken non patient end of cannula was observed. A DHR could not be performed as the lot# is unknown. As the sample returned was open it is not possible to confirm this defect to be manufacturing related.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 2 pen ndl 32g 4mm pro 14 bag 700 case jpx experienced device damage/deformation while still considered operable. The following information was provided by the initial reporter: the customer reports that when removing the label, he/she found the needle npe was shorter and could not attach it to the pen.